Event description:
Tip of the electrode broke off and fell into the patient during the procedure. It was reported the ceramic tip was not retrieved from the patient.

Manufacturer narrative:
The device is not being returned for evaluation. The reported failure mode of the device is consistent with failures produced in a laboratory environment by the application of excessive mechanical force. Although, it is not conclusive we could not identify any other factors that would result in such a failure other than those mentioned in the instructions for use. There were no reported patient consequences with this event, however, it was also reported the ceramic piece was not retrieved from the patient. It is possible that pt injury could potentially occur in the future, and because, of this potential an MDR is being filed to document this event. At this point in time no further action is warranted.